Event description:
The customer observed falsely elevated architect stat troponin-I result generated on the architect i1000sr processing module for a female patient. The sample was repeated on another architect i1000sr processing module and a lower result was obtained. The following data was provided: customer¿s reference range for female: </= 0.013 ng/ml. Sid (B)(6) initial result = 0.019 ng/ml. Repeat result on another analyzer (i1sr62136) = 0.002 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
Section a3 - gender: field updated to female. The complaint investigation included a review of data and information provided by the customer, ticket trending review, labeling review, device history record review and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 56561un23 and complaint issue. Labeling was reviewed and adequately addresses the customer issue. The historical performance of lot 56561un23 was evaluated using data gathered from customers worldwide. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for lot 56561un23 are within the established limits. Therefore, no unusual reagent lot performance was identified for the lot 56561un23. Based on our investigation, no systemic issue or deficiency with the architect stat troponin-I lot 56561un23 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect stat troponin-I result generated on the architect i1000sr processing module for a female patient. The sample was repeated on another architect i1000sr processing module and a lower result was obtained. The following data was provided: customer¿s reference range for female: </= 0.013 ng/ml. Sid (B)(6) initial result = 0.019 ng/ml. Repeat result on another analyzer (B)(6) = 0.002 ng/ml no impact to patient management was reported.